Manufacturer narrative:
According to the customer, on (B)(6) 2023 after activating the cold pack "according to instructions on the pack", the cold pack was place on the patient's right side of her nose when the pack leaked, and went into the patient's mouth. The customer reported they are uncertain if it went into her eyes and the patient "didn't swallow the liquid". The customer reported they rinsed the mouth with water and rinsed the eyes with normal saline. The customer reported there is "no harm that we know of" related to the reported incident. Sample requested to be returned. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Reported to healthcanada under reporter file number (B)(4).

Event description:
According to the customer, on (B)(6) 2023 after activating the cold pack "according to instructions on the pack," the cold pack was place on the patient's right side of her nose when the pack leaked, and went into the patient's mouth.